Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer's parent reported via phone call that the insulin pump was not suspending when their blood glucose was low. The customer's blood glucose level was 3.1 mmol/l and the insulin pump did not suspend. The customer experienced a seizure on (B)(6) 2015, their blood glucose level was 3.9 mmol/l, and the customer was given a glucagon shot. The ambulance was called and the customer was taken to the hospital. The customer also treated their low blood glucose level with food. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.